Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the reservoir tube window corners and battery tube threads, a broken belt clip slot, and a missing end cap sticker.

Event description:
The customer mother reported that the patient a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the buttons is not responding on insulin pump. The customer was advised that the shipping replacement of the insulin pump is via apple express.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.